Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. The desktop charger with serial number (B)(4) was analyzed and analysis results found that the connector pins on the cable assembly were broken. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative and a health care provider from a patient who was implanted with a neurostimulator for failed back surgery syndrome and post lumbar laminectomy syndrome. It was reported that since (B)(6) of 2014 the cord from the charger to the implantable neurostimulator was broken (connector pin on the desktop charger) and the patient had been unable to charge for greater than 2 months so it depleted. The implantable neurostimulator was not charging. The implantable neurostimulator had not worked in greater than two months, and this is the second time that the implantable neurostimulator had been discharged. There was a suspected overdischarge and this was the second overdischarge of the device. A physician mode restart was performed to reset the device. The overdischarge resolved and the stimulator was functioning normally afterwards. The implantable neurostimulator had not been replaced as of (B)(6) 2014. The implantable neurostimulator was confirmed to still be working on (B)(6) 2016. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.